Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. Sample integrity issues and preanalytical variables cannot be ruled out as contributing factors to the event. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant result was reported to the physician(s). The sample was then repeated two times for ecre_2 on an alternate atellica ch 930 analyzer, resulting higher. The higher results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low ecre_2 result.